Event description:
Event description guidant received information that this left ventricular pacing lead was surgically abandoned when it was determined to be fractured. Guidant received subsequent information that the patient expired. There is no allegation against the device.